Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. To restore functionality, the homing process was performed on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. Other relevant device(s) are: pn: bi-500-01093, ln: unk, UDI: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system displayed a "door open" message on the pendant while the door was properly closed while setting up the imaging system for the procedure. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. While troubleshooting the reported issue, it was noted that the gantry rotation could be heard during the door closing routine but the rotation did not actually occur. The mechanical and switches were checked and noted to be fine.